Event description:
It was reported that the surgeon inserted the aq2015a silicone three piece lens and did not like the way it seated in the eye. The lens was removed without any injury to the patient and replaced with a different type of lens. The reporter stated the event was due to a surgeon's decision and not related to the product.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results - visual inspection of the lens showed the optic was torn, a haptic was bent and there was a clear surgical residue on the lens. (B)(4).